Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer representative reported a loss of suction occurred during lasik flap creation. Patient interface was exchanged and a double (second) pass was performed with no patient complications.

Manufacturer narrative:
Logfile review shows during preparation of the reported treatment the user was able to achieve good suction values which indicate good docking. The treatment was aborted due to the user released the laser pedal and interrupted the treatment during side cut and pressed the vacuum pedal instead of the laser pedal. This shut down the vacuum pumps and the system aborted the started treatment. The user restarted the aborted treatment and completed it without problems. During the complete day, the user renewed the energy check so all treatments were performed in the required time range. The logfile shows no other issues and also the vacuum and energy stayed stable. No technical problem. User shut down the vacuum pumps by pressing the vacuum pedal instead of the laser pedal after he interrupted the treatment. (B)(4).